Event description:
It was reported that placement of the proglide sutures were attempted in the mildly calcified and tortuous right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when placing two proglides, one device experienced a cuff miss and one device experienced a suture break. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to a 12fr and 18fr sheath. The aaa procedure was completed and hemostasis was achieved with two additional pre-placed proglide sutures. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was reported to be discarded and not returning for evaluation.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It was reported that calcification was noted in the right common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device referenced is being filed under a separate medwatch MFR number.